Event description:
Customer reported the system would slowly track to max technique and displayed collimator iris errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cable connectors. System operates as intended. This MDR is related to ge healthcare.